Event description:
A physician reported that during surgery an ophthalmic system exhibited no aspiration and ultrasound function. The surgery was completed successfully without patient health impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).